Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The device ran for 1182 pulses and was deactivated by the user. Damage was observed on the bottom housing cannula window indicating the chassis sub-assembly was incorrectly installed into the bottom housing. This resulted in a failure of the needle mechanism to deploy as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient¿s blood glucose reached 387 mg/dl while wearing the pod between 4 and 24 hours on the leg. The needle mechanism did not deploy as intended during activation.